Event description:
It was reported to arjo representative that during patients' transfer from the bed to the wheelchair the resident fell out on the floor. After the event the device was inspected and no device malfunction was found. The contact person from the facility indicated that the event might be a result of user error. As a consequence of the event the patient sustained laceration on the back of the head the sutures were required.